Manufacturer narrative:
This supplemental report is being submitted to provide additional information from investigation to the following fields: d4, d8, h6 h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device loop detached, but the handle section was damaged. The issue occurred during a therapeutic polypectomy procedure that was completed with the same device. There was no report of patient harm.